Event description:
It was reported that the lead exhibited high capture thresholds. Fluoroscopy was performed and externalized conductors were noted. The lead was explanted and competitively replaced. The patient was stable throughout the entire process.

Manufacturer narrative:
A partial lead with the lead tip measuring 52.2cm was returned for analysis. Internal insulation abrasion was noted at 7.4-8.0cm, 14.0-14.4cm, 28.0-28.6cm, and 25.7-26.7cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.7-14.2cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.